Event description:
It was reported that during a blood transfusion, the y tubing was blocked where the clamp was set. This event occurred in the operating room with a septic patient undergoing an unspecified major stomach procedure. It was stated that; ¿the delay caused a significant issue with the resuscitation of the patient.¿ a new IV tubing was used to successfully complete the transfusion. No information was provided regarding the patient¿s condition or outcome.

Manufacturer narrative:
Correction on initial report: g.3 (disregard foreign).

Event description:
It was reported that during a blood transfusion, the y tubing was blocked where the clamp was set. This event occurred in the operating room with a septic patient undergoing an unspecified major stomach procedure. It was stated that; ¿the delay caused a significant issue with the resuscitation of the patient.¿ a new IV tubing was used to successfully complete the transfusion. No information was provided regarding the patient¿s condition or outcome.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a blood transfusion, the y tubing was blocked where the clamp was set. This event occurred in the operating room with a septic patient undergoing an unspecified major stomach procedure. It was stated that; ¿the delay caused a significant issue with the resuscitation of the patient.¿ a new IV tubing was used to successfully complete the transfusion. No information was provided regarding the patient¿s condition or outcome.